Event description:
It was reported that the physician had an observed high impedance and was being referred for replacement. Clinic notes were received for the referral. No known surgical interventions have occurred.

Event description:
Patient underwent full system replacement surgery. The explanted devices have not been received to date.

Event description:
The explanted device(s) were discarded.